Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2011, the patient underwent a spinal fusion surgery ( posterior lumbar fusion surgery) on the lumbar region of her spine from vertebrae l4 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e. Posterolateral gutters). As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasingly severe and chronic back pain, radiculopathy in her lower extremities, and swelling, numbness and tingling in her left foot. Reportedly, the patient is unable to sit or stand for prolonged periods of time, has difficulty walking and looses balance while walking, and has interrupted sleep due to pain.

Manufacturer narrative:
Additional information: facility address: (B)(6) hospital, (B)(6).

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l4-s1 stenosis l4 and l5 stenosis from extradural mass (synovial cyst), l4-l5 and l5-s1 spondylolisthesis lumbar radiculopathy and underwent the following procedures: l4 and l5 laminectomy and foraminotomy for extradural mass(synovial cyst), l5-s1 posterior chevron osteotomy for sagittal balance l4-5 and l5-s1 transforaminal lumbar interbody fusion for anterior column support placement of intervertebral mechanical device, l4-5 and l5-s1 disc space(peek/carbon fiber cage) posterior segment instrumental spinal fusion with pedicle screws, l4-5-s1. Posterolateral arthrodesis at l4-5-s1 with local laminectomy bone graft, corticocancellous allograft bone, and rhbmp-2/acs. As per operative notes, ¿after doing my decompression at l4 and l5 and foraminotomies at l4 and l5 for an extradural mass in my posterior chevron osteotomy at l5-s1. I proceeded with posterior segment instrumentation. I cannulated the pedicles at l4-l5 and s1 with fluoroscopy, picked the appropriate trajectory for my s1 bicortical pedicle screws. All screws had good insertional torque. I placed 6.5 mm pedicle screws at l4 and l5 and 7.5 mm bicortical screws at s1 and then placed the rods and then irrigated the wound with 2 liters of saline. I decorticated posterolaterally at l4-l5, s1 and placed local laminectomy bone graft, rhbmp-2/acs, small packet, and corticocancellous bone posterolateral from l4 to s1 arthrodesis. Next, on the right-hand side at l4-l5 and l5-s1 I did subtotal discectomies at l5-s1. I impacted and rotated a 9 mm tlif peek interbody mechanical device, it had excellent interference fit. At l4- l5, after doing a subtotal discectomy with curettes and disk scrapers, I impacted an 8 mm interbody spacer made of peek carbon fiber which was rotated and countersunk and had excellent interference fit. After placing my intervertebral mechanical devices at l4-l5 and l5-s1, I placed the appropriately contoured rods, secured the set screws and counter torqued. Final ap and lateral images confirmed good intervertebral mechanical device placement and hardware position.¿